Event description:
Caller reported a malfunction on the pump, identified by the malfunction code malf 12. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). The caller was unable to reset the pump at the time due to not having a charger and planned to call back upon returning home. Upon follow-up cts provided pump reset information and assisted caller with resetting the pump. Malfunction code did not reoccur. Customer may continue to use the pump. Cts instructed caller to call back if any malfunction code recurs. Caller acknowledged and understood.